Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedances. The patient was doing well postoperatively and the explanted lead was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7076132.

Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedances. The patient was doing well postoperatively and the explanted lead was not returned. Additional information was received that one of the reasons of lead replacement was due to lead fracture.